Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s screen was completely blank after being exposed to moisture. Customer was advised to remove battery and insert battery alarm did not display on the pump screen. It was also reported that the water coming out of the battery compartment, o-ring was free of debris and battery cap was not damaged. Customer was advised to dry battery cap with a cotton swab, air dry battery compartment and to insert new or fully charged aa battery and tighten battery cap however home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly and cracked battery tube threads noted during visual inspection.